Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump repeatedly displayed alert 38 during cartridge and tubing changes despite multiple restarts, consistent with a consecutive stalled motor malfunction of the pump¿s motor/drive component, and a replacement device was arranged. Symptoms included hyperglycemia with reported levels over 400 mg/dl for approximately one day, without ketosis testing and without loss of consciousness or other acute complications. Outcomes included self-management using 22 units of subcutaneous insulin via pen and no hospitalization or professional medical intervention. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.